Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Stationairy unit would not be putting out any o2 by morning. No alarms or lights.